Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that during a myosure tissue removal procedure, the physician noted that the patient had a uterine septum and wants to remove it to help with fertility. The physician began the procedure and was "unable to see the ostea and began to cut tissue to get it out of the way." When doing this the visibility became poor and the deficit began to increase. The physician stopped and "scoped the patient" and noticed a perforation at the bottom of the fundus. The perforation was sealed with the bovie and the fluid was suctioned out of the patient's abdomen. The final fluid deficit was 3805ml. The patient was admitted to the hospital overnight for observation. No additional information was provided.